Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2002. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2011 due to patient allegations of infection, pain, elevated cocr levels, metallosis, loss of range of motion and tissue/bone destruction. Information from patient's legal counsel further alleged that an irrigation and debridement was performed during the revision procedure and that all components were removed and replaced with antibiotic cement spacer molds. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in revision operative notes indicates the patient was revised due to infection, a draining fistula, and loose acetabular component. The operative notes report dark purulence initially, a fibrous component at the acetabulum proximal to the medial femur, and rigid and non-pliable tissue. The hip was reported to be difficult to move and the femoral head was noted to be riding high in the acetabulum. The femoral component removed with difficulty leaving the femoral canal in three to four pieces, which were reassembled.

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2002. Patient's legal counsel reports patient was revised on allegations of infection, pain, elevated cocr levels, metallosis, loss of range of motion and tissue/bone destruction. Patient was revised on (B)(6) 2011. It is alleged the surgeon performed an irrigation and debridement. A review of invoice history confirms surgeon implanted cement spacer molds. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 2 states, ¿early or late postoperative infection and allergic reaction.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-03075 / 03077).